Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been taken to the hospital via ambulance and was hospitalized on (B)(6) 2016, 2016 with blood glucose of 500 mg/dl. Customer was hospitalized due to hyperglycemia. Customer was hospitalized for two days in the intensive care unit and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and there was were no leaks or air bubbles, there were not site or insulin issues and settings were correct. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test.